Manufacturer narrative:
Correction: a medtronic representative reported that it was suspected that the anatomy moved as a consequence of the procedure, which led to the reported issue.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system showed an imprecision following an image acquisition. A 2mm imprecision occurred in the application software. The site then elected to perform a second image acquisition. Following a few minutes with the accurate image acquisition. The surgeon felt imprecise again. Following a third image acquisition, the site was able to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.